Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient called to make sure heater bag is on heater tray alarm while in fill 1 of 4. The technical support assisted the patient with clearing the alarm. The treatment was cancelled. The patient stated when they opened the cassette door they found fluid leaking inside the cassette door. The patient stated they have discarded the cassette packaging and could not provide the lot number. No adverse event reported at this time. Additional information was solicited but was unavailable.